Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was further reported that the device had unexpected longevity and was at elective replacement indicator (eri) two years after implant. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: d274trk implantable cardioverter defibrillator (ICD) 2010 (B)(6); 4194-78 implantable pacing lead 2005 (B)(6); 5076-52 implantable pacing lead 2005 (B)(6). (B)(4).